Event description:
It was reported that the device had a service indication and several fault codes logged in the device memory indicating possible critical failure. There was no report of patient involvement with incident.

Manufacturer narrative:
Physio-control evaluated the device and found it was unresponsive. The reported several fault codes were verified and the device would intermittently fail to power off. Physio replaced the programmed system control pcb, user interface pcb and power supply module to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply module and found it was dc inoperative due to an electrically leaky filter, designator fl4, due to solder flux residue on the power pcb.